Manufacturer narrative:
Device evaluation: g3, g6, h2, h6 and h10 results of investigation: vyaire medical was able to verify the reported issue. The suspect device was not returned for investigation. However, log file analysis tool was utilized. There were no internal hw issues visible on the logs. On the other hand, there were lot of battery failure related alarms triggered continuously on (B)(6)2023. No further updates received from the customer after requesting to swap the battery. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
H10: as per the engineers who troubleshoot the device after the event, they did not see any problem except for the batteries. Vyaire technical support investigated the logs as well and cannot find anything on epc (user interface controller) or any major technical failure. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical problem with bellavista 1000 where it had a blank screen so the user swapped the ventilator. Furthermore, there was no information regarding patient harm associated with the reported event.